Event description:
I'm not sure what to check above. I had a full hip replacement in (B)(6) 2006. For two months now, I have been having pain in my hip. I had a johnson and johnson depuy acetabular cup as my implant. This isn't the metal on metal implant; however, I am developing severe mobility problems and daily pain. I saw an orth hip specialists two weeks ago and am going back to him in the next week. I had x-rays taken and there is a cloud around the hip implant. I don't want to go through another operation but might have to and would like to report this problem in case others are having the same from the same implant the acetabular cup model 6 mm. How do I keep you posted of the status of my severe hip pain? Trying to report my problem in case others are having same... Not sure if this section pertains to operation but it was on (B)(6) 2006. I have all medical records from hospital in case you would like to see.

Event description:
Add'l info received from reporter for report mw5023569. The above date (B)(6) 2016 is when I had my first blood metal testing done, suggested by my wife. See mw5023569 and mw5074127. J and j depuy femur head ortho surgeon said, it's contaminating my blood. Have severe cobalt chromium poisoning. Surgeon said if I don't have surgery soon to get the cobalt, I will be in wheelchair in 6 months. Major symptoms now are severe pain in right hip. Have developed cysts on hip implant, had a heart attack last (B)(6) 2017, blurry eyes, fatigue. The depuy femoral head lot #2236798, model +9, cat#1365-23-000, exp date: 09/30/2011. I had initial hip replacement surgery on (B)(6) 2006.